Event description:
The site communicated that the patient expired on (B)(6) 2019 after a neurological event. The pump was turned off and the patient was put on comfort measures only. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed low flow alarms; however, a direct cause for the low flow events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2019. The pump was set to a fixed speed of 5100 rpm and operated at or above the low speed limit of 4700 rpm for the duration of the log file. The log file recorded low flow alarms on (B)(6) 2019 and (B)(6) 23019 when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm for longer than 10 seconds. These log files appeared to capture the pump operating as intended. The account reported that the patient was admitted on (B)(6) 2019 with a left frontal perisylvian subarachnoid hemorrhage and a multifocal subarachnoid hemorrhage. The patient was intubated and then extubated with their neurological status being monitored. There was no surgical intervention and the patient had good blood pressure control. The patient¿s warfarin was held, and asa 81 mg was restarted 24 hours after a stable head CT. The patient started to decline and ultimately expired on (B)(6) 2019 and the pump was not returned for evaluation. The hm3 IFU lists stroke and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 6 months 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2015 with a left perisylvian subarachnoid hemorrhage and multifocal sahe. Patient is now extubated and stable but needs close monitoring of neuro status. No surgical intervention ks needed at the time. Low flow alarms were noted on interrogation, but patient has good blood pressure control. Warfarin was held and the patient was restarted on 81mg of asa after a stable head CT. No additional information was reported.

Event description:
The site communicated that on (B)(6) 2015 the patient presented from an outside hospital with right arm weakness and then reported loss of consciousness. A non-contrast head CT revealed an unchanged trace left sylvian subarachnoid hemorrhage with development of mild scattered bilateral frontoparietal subarachnoid hemorrhage. No mass effect or herniation. The patient then continued to decline and have failure to thrive. The pump will not be returned for evaluation.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 14, 2019.